Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No vibration anomaly was noted. No button error alarm could be verified due to the blank display. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
Customer's mother reported that the customer went into the pool with the insulin pump on. Customer's blood glucose reading at the time of the call was 400 mg/dl. It was noted that the customer treated with a syringe. It was also noted that the reason for the high blood glucose reading was that the customer had eaten and not treated. Customer stated that the insulin pump was vibrating without an alert or alarm. No further information reported.